Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by the customer.

Event description:
It was reported that during a total hip revision surgical procedure, in the cup removal stage, it was noted that the blade broke in half. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade we are unable to make a determination what caused the blade to break.

Event description:
It was reported that during a total hip revision surgical procedure, in the cup removal stage, it was noted that the blade broke in half. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.